Event description:
Rep reported the user is having trouble determining the setting of the valve as a result an xray was taken which was still difficult to determine the setting. It was reported that the patient is fine. No other details available at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that a root cause could not be determined, as no problem was found with the valve. At each change of setting the valve was tested with a tms programmer and the readings were correct. When the valve was inspected the device functioned per specifications. Based on the results of this investigation no further actions are required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Follow up medwatch being submitted to change reporting decision from malfunction to a serious injury.

Event description:
Follow up medwatch is being filed to change the reporting decision from a malfunction to a serious injury. (B)(4).